Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was upset because there was a significant mismatch between the broach and the implant. Patient consequence? :yes. Patient consequence description: the case took longer because additional prep and another prosthesis was used. Action taken for procedure:extra broaching and prep of the femur with new implant inserted. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Doe: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.